Event description:
It was reported that during an open low anterior resection procedure, on the first firing, the device only fired staples on the interior side of the rectum. It did not fire on the posterior side. As a result, the pt had a colostomy. The pt is currently okay.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.